Event description:
It was reported that there was difficulty deploying the electrode. A 3.0cm x 15cm leveen coaccess needle electrode system was selected for use in a radio frequency ablation procedure in the liver. Outside the patient, when deploying the electrode, unusual resistance was felt. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The cable, rf probes, and the metal cannula were returned for analysis. No damage was observed. Functional testing was performed, and the needles extended normally. The reported allegation was not confirmed.

Event description:
It was reported that there was difficulty deploying the electrode. A 3.0cm x 15cm leveen coaccess needle electrode system was selected for use in a radio frequency ablation procedure in the liver. Outside the patient, when deploying the electrode, unusual resistance was felt. The procedure was completed with another of the same device. There were no patient complications as a result of this event.